Event description:
Last attempt to access port unsuccessful - no blood return. Chest x-ray performed and found that catheter had broken off and migrated into pulmonary vasculature. Port-a-cath fragment was successfully retrieved via interventional radiology. New port-a-cath inserted.